Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. It was further specified that the leak originated from the seam on the bottom left corner of the bag near the 200 ml mark. The leak was discovered before patient use, at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between february 06, 2019 - february 07, 2019. The device was evaluated. The bag was received cut in the top left corner where the customer likely drained the contents. A visual inspection with the unaided eye was performed which observed a small tear at the lower left edge of the bag. Functional testing was performed which revealed a leak at the lower left edge of the bag near the 200 ml mark. Magnified inspection was performed and observed a tear/hole in the lower left edge of the bag which caused the leak. The reported condition was verified. The cause of the tear/hole was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.